Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event loss of vision (pt: blindness), was deemed to meet the serious criteria of disability or permanent damage. The device history record for radiesse injectable implant, lot number a00046880, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No non conformances were noted related to this lot.

Event description:
This spontaneous report was received from a spanish physician and concerns a 45-year-old female patient. She was injected with radiesse, into the neck (off label use of device). Batch number was reported as a00046880 (expiry date: 01/2024) . A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse was confirmed as a00046880 (expiry date: 01/2024). After the treatment with radiesse, the patient experienced dizziness, lumps and loss of vision. The physician required an analysis of the product to know how to treat it. The outcome of the events was unknown. In the opinion of the reporter, the events were possibly related to radiesse.

Event description:
Follow-up information was received on 28-feb-2023: the patient was injected with a total of 1.5 ml of radiesse. She was injected in retro trace, using a 25-gauge cannula. The 1.5 ml of radiesse was hyper-diluted with 3 ml of lidocaine (product preparation issue). In the opinion of the reporter, the patients symptoms were not compatible with the injection of radiesse and the patient was asked to undergo a control ultrasound scan to verify the positioning of the product. At the time of this report, the reporter was awaiting the results. The outcome of the events remained unchanged.